Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine gave an a.11 blood pump rate alarm message during a patient¿s hd treatment. The biomed confirmed the patient was able to complete their treatment. There was no patient injury or harm associated with the reported event. The machine was removed from service for evaluation. To resolve the reported issue, the biomed replaced the lp955 board, the lp956 board, the rotation sensor, and motor. After installing the lp955 board and turning the machine on, the machine gave an arterial blood pump (bp) no communication message. The biomed attempted to push the cables in more to improve the connection, and the lp955 board contacted the back (metal chassis) of the bp module creating a spark. The biomed had to replace the lp955 board again, and this resolved the reported issue. The machine was then returned to service. The biomed said there were some signs of blackening/soot on the module from when the spark occurred. There was no burning smell, and no other evidence of thermal damage was noticed. It was unknown how many operating hours were on the machine. Upon follow-up, the biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and did not have any past problems with failing the electrical leakage test. The biomed stated the lp955 board had been returned for evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the lp955 board was returned to the manufacturer for physical evaluation. The visual inspection of the board showed signs of physical damage, as there was thermal decomposition identified on the arterial blood pump connector (pin 20). Based on evaluation of the returned sample, the reported event was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine gave an a.11 blood pump rate alarm message during a patient¿s hd treatment. The biomed confirmed the patient was able to complete their treatment. There was no patient injury or harm associated with the reported event. The machine was removed from service for evaluation. To resolve the reported issue, the biomed replaced the lp955 board, the lp956 board, the rotation sensor, and motor. After installing the lp955 board and turning the machine on, the machine gave an arterial blood pump (bp) no communication message. The biomed attempted to push the cables in more to improve the connection, and the lp955 board contacted the back (metal chassis) of the bp module creating a spark. The biomed had to replace the lp955 board again, and this resolved the reported issue. The machine was then returned to service. The biomed said there were some signs of blackening/soot on the module from when the spark occurred. There was no burning smell, and no other evidence of thermal damage was noticed. It was unknown how many operating hours were on the machine. Upon follow-up, the biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and did not have any past problems with failing the electrical leakage test. The biomed stated the lp955 board had been returned for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the plant investigation was able to find objective evidence indicating that a product problem had occurred and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine gave an a.11 blood pump rate alarm message during a patient¿s hd treatment. The biomed confirmed the patient was able to complete their treatment. There was no patient injury or harm associated with the reported event. The machine was removed from service for evaluation. To resolve the reported issue, the biomed replaced the lp955 board, the lp956 board, the rotation sensor, and motor. After installing the lp955 board and turning the machine on, the machine gave an arterial blood pump (bp) no communication message. The biomed attempted to push the cables in more to improve the connection, and the lp955 board contacted the back (metal chassis) of the bp module creating a spark. The biomed had to replace the lp955 board again, and this resolved the reported issue. The machine was then returned to service. The biomed said there were some signs of blackening/soot on the module from when the spark occurred. There was no burning smell, and no other evidence of thermal damage was noticed. It was unknown how many operating hours were on the machine. Upon follow-up, the biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and did not have any past problems with failing the electrical leakage test. The biomed stated the lp955 board had been returned for evaluation.